Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-00390. The patient ((B)(6)) is implanted with a paddle lead and a percutaneous lead. It was reported the patient was unable to initiate stimulation. A diagnostic test found impedance issues for several lead contacts. Programming utilizing the functioning contacts yielded stimulation to the incorrect area. Additionally, the resulting stimulation affects from the percutaneous lead were reportedly uncomfortable to the patient. Surgical intervention will be undertaken at a later date to address this issue. Further reprogramming was able to provide some stimulation to the patient until such time.